Event description:
It was reported that (1) device was used during a longo procedure. It was reported by the affiliate that the pph01 was used. There was staple line leakage. Another device was used to complete the case. There was no consequence to the pt.